Event description:
It was reported that following a fall patient experienced ineffective therapy on their left side, patients lead has all high impedances. Patient is also experiencing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.